Event description:
Results from kub (kidney, ureter, and bladder) noted wherein tip was broken, informed nsm with the results, called the reading room to clarify the results. Pulled out the dobhoff with rn, noted tip on dobhoff not attached. Will re-order kub. Md made aware.